Event description:
Pt underwent cataract surgery in 2001, and implantation of a staar model aq-2010v intraocular lens in the right eye. During the "I&a" procedure, the surgeon tore the capsule. The lens was removed, and anterior vitrectomy was performed and an anterior chamber lens was implanted. The surgeon stated that tore the capsule and the lens had nothing to do with this case. Preop va was 20/60, postop va was 20/40. Prognosis is "the pt is doing very well. Excellent prognosis." Pre-existing conditions include diabetes and high blood pressure.